Manufacturer narrative:
The device has been received for analysis, but requires additional investigation which is not complete at this time. A supplemental report will be filed when the analysis is complete.

Event description:
It was reported that during a greenfield vena cava filter placement treatment procedure, "the filter carrier broke." The procedure was completed with another greenfield vena cava filter with no patient complications. The current patient status is reported as "doing well." Further information has been requested about this event.